Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient was having t rouble with the pain stimulator. It did not run like it used to run. It would rev up and produce a lot of energy and then go down to where patient did not feel anything and then it went back up. It felt like stimulation was on and off on its own. Patient did not know if it was a lead issue or an implant battery issue. The issue started probably 6 months ago. Patient saw healthcare provider and healthcare provider told patient to call the manufacturer to detect what the problem was. Patient mentioned they got hit by a car while walking a year ago and they did not check the internal components after that incident. Patient confirmed this issue was not related to position/adaptive stim and they were not programmed for cycling. The patient was redirected to their healthcare provider to contact the manufacturer representative (rep) if needed.